Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that after a pedicle screw was final tightened in place, the tulip head was not in a fixed position and continued to move. The surgeon decided to implant the screw further into the pedicle to fix the tulip position. There were no reports of patient injury associated with this event.